Event description:
The complainant reported the rotator broke immediately after injection started for an aorta angiogram. Injection condition: flow 20ml/sec, vol 40ml pressure limit.

Manufacturer narrative:
Device evaluation: the subject device has not been returned for evaluation. Therefore; the complaint could not be confirmed. The device history record was reviewed with no related exceptions noted. In complaints similar to this one, the root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Potential corrective actions are being evaluated. Complaint data will be monitored to verify effectiveness of corrective actions taken. Actual suspect device was not returned.